Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to the patient experiencing pain after an MRI scan, as well as experiencing tinnitus that could not be resolved. The patient was not reimplanted with another device.

Manufacturer narrative:
This report is submitted february 2, 2017.